Event description:
The customer contact reported, the pt received more medication than intended. On an unspecified date, the pump was programmed to deliver hydromorphone 0.2mg/ml, with a 0.4mg pca dose, a 6 minute lockout, and no 4 hour limit was specified. In 2006 at 0830, a new syringe was loaded into the device. At approxmately 1600, the pt called the nurse to the room complaining of drowsiness and chest pain. The customer contact reported, "the pt became confused and at same time, the nurse noted the pump alarmed malfunction." The nurse stopped the pump. At that time, it was noted that "5ml were left in the syringe," instead of an expected 15ml. The physician was notified. No medical interventions were necessary. The therapy was resumed using a replacement device. There were no reported adverse pt sequelae. Though requested, no additonal information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.